Event description:
Approximately one month post hvad implantation this patient was admitted to the hospital after experiencing "high power" alarms. The patient further reported that he had been noncompliant with his heart failure medications and anticoagulation therapy. He was administered two doses of tissue plasminogen activator (t-pa) and heparin which were successful in returning pump parameters back to normal. The patient was last reported to be stable.

Manufacturer narrative:
Product still implanted.

Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The reported event indicates a high power consumption attributed to thrombus formation/ingestion within the device. The patient was treated with tpa and pump parameters are back to normal. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remains implanted in patient. Review of the manufacturing documentation confirmed that the pump ((B)(4)) met all requirements for release. Log file analysis was completed to examine the pump parameters and alarms at the time of event. Review of the controller log files confirmed the reported "high power' event which revealed an increase in power consumption and alarms. The device is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.